Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been one similar complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device implantation, the intraocular pressure did not reach the predicted value following implantation and the device was suspected to be clogged. The shunt was explanted two months later and a trabeculectomy was performed. Additional information has been requested.